Event description:
Baxter (B)(4) received a report that an intermate leaked from the "white cap" before patient use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further review by baxter personnel, the root cause of the confirmed leak at the fill port was due to an inverted check band. This condition was caused by human error during the manual assembly process. Awareness training was provided to address this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 60 ml of fluid in the reservoir. The reported condition of a leak was confirmed. Visual examination of the unit noted a rapid backflow at the fill-port when the fill-port cap was removed. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.